Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer claimed the quick release was wet but did not see any liquid come out. The alarm was caused by an infusion set and reservoir occlusion. Customer's blood glucose level was 67 mg/dl. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore,consider this report complete to the best of our knowledge.